Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used in a spinal procedure. It was reported that they received an error message and were unable to complete a navigated scan today. The first scan attempt completed scan, 3 green bars and had nav tag, it automatically transferred to stealth which then displayed a warning that said please be sure the correct exam has been transferred. They then attempted to manually transfer and s8 gave error message make sure the correct exam has been selected and it still had nav tag. They attempted to transfer to an available s8 and got error message that the scan required a manual registration. They attempted to complete another spin and got error message "an issue that may affect navigation accuracy has been detected. Acquisition has been cancelled. Please try again." The rebooted the unit and attempted a third time and got error message "image frame rates are below recommended level. Please reconnect the cable between the o-arm and mvs and reboot the mvs." Eventually the teamed pulled a new o-arm in and completed the case with that. There was no patient harm and a delay of less than one hour. This error message occurred when sending from an o2. Issue was a corruption within the s8 application. Once the software was uninstalled and reinstalled the issue resolved.